Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders presented buckling folds in the proximal end of the cylinder body that had holes at the corner of each fold. There was a leak identified from both cylinders in the proximal end. The kink resistant tubing (krt) of both cylinders was worn to the filament. The pump was examined and found to have the tubing cut down to the pump block. There was no tubing returned for analysis. The pump passed the leak and functional testing performed. Based on the information available, the reported observations were confirmed.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump and cylinder were removed and replaced due to a hole in the left cylinder. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump and cylinder were removed and replaced due to a hole in the left cylinder. No patient complications were reported.